Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 15.6-16.1 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of lead noise. Damage was also found that was sustained during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead was explanted and replaced due to lead noise that was causing ventricular inhibition. The patient was stable post procedure.